Manufacturer narrative:
This report is submitted on november 11, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (B)(6) 2019 and the patient was not reimplanted with a new device.

Manufacturer narrative:
This report is submitted december 30, 2019. - attachment: [157699 device analysis report reg (1).pdf].